Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the overlay was cracked. It was additionally noted that the power cord bay was broken, the display latch hasp was broken, the handle covers were cracked and the link electronic module (lem) printed circuit board (pcb) was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked screen. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.